Event description:
It was reported one of the leads shows contacts out of the acceptable range. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: octrode percutaneous lead: scs, model: 3186, UDI: (B)(4), serial: n/a, batch: 3994303.

Event description:
Additional information indicates the leads were explanted and replaced to address the issue.